Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test which was reproduced. Evaluation observed the device to deliver out of specification during flow rate testing. Evaluation determined the cause was the finger and valves being out of specification. The finger and valves were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed flow rate test (low). There was no patient involvement. No additional information is available.